Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of low pacing impedance, inadequate capture, and r-wave amp variation were not confirmed while the reported event of stretched helix was confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted the helix length was out of specifications consistent with procedural damage. Further analysis performed, including output verification, sensitivity test, and pacing lead impedance measurements which showed normal device characteristics without any anomalies contributing to reported event of low pacing impedance, r-wave amp variation, or inadequate capture. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the right ventricular leadless pacemaker (lp) exhibited low pacing impedance, poor sensing, and poor capture after fixation. While attempting to reposition the lp, the helix was stretched. The lp was removed and a different lp was used to complete the procedure. There were no patient consequences.